Manufacturer narrative:
Additional h-3 summary: five retain samples of the incident code and lot number was retrieved for analysis. These packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. These packs were opened and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. Sterilization run record was reviewed and found to be as per requirements. All the individual tensile strength values for retain sample were found meeting usp average specification requirement. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Additional information was requested, and the following was obtained: ten foils of nw5017 broke during the surgery one after the other during the surgery. There was no unexpected outcome as result of prolonged surgery. Patient¿s treatment was not altered due to prolong surgery. Case was completed with another foil of nw5017 only. Events for all ten devices during same procedure were submitted through medwatches 2210968-2020-01533, 2210968-2020-01534, 2210968-2020-01535, 2210968-2020-01537, 2210968-2020-01538, 2210968-2020-01539, 2210968-2020-01540, 2210968-2020-01542 and 2210968-2020-01543.

Manufacturer narrative:
(B)(4). Batch manufacturing records was reviewed for any process deviation, but no deviation was observed. Finished goods tests reports was reviewed and met the specification requirement. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a nephrectomy procedure on (B)(6) 2020 and the suture was used. Suture breakage occurred during the surgery. The surgery was completed successfully. There were no patient consequences.